Event description:
Meter name: one touch profile, strip name: unknown, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: unknown. A patient reported they were seen in ER. Their meter's segments were missing. The result on their meter was unknown. The result on the ER meter was 500. The time difference between patient's meter and ER meter was unknown. Treatment was insulin. No further info has been reported.